Event description:
The pt has experienced on going intermitent headaches. Coronary angiography revealed 50% stenosis in 1st diagonal, 30% stenosis in distal right coronary artery (rca) and 30% in the proximal left anterior descending artery (lad). The exertion related electrocardiogram (ECG) showed left bundle branch block (lbbb) at rest. There was also a positive troponin value, but no evidence of myocardial infarction or relevant stenosis.

Manufacturer narrative:
A male pt with a history of silent ischemia, hypertension, hypercholesterolemia and obstructive sleep apnea experienced restenosis thirty months post cypher stent implantations. The reason for the pt's initial admission to hospital was not reported; but an angiogram revealed lesions in his distal rca, proximal lad and first diagonal. This pt's history and extensive cad put him at increased risk for mace. Pre procedural medications included asa. The pre or intra procedural administration of plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known if any of the lesions were pre-dilated prior to the placement of three cypher stents; a 3.50 x 18mm in the distal rca, a 3.00 x 23mm in the proximal lad and a 2.50 x 23mm in the first diagonal; at unk maximum inflation pressures. According to the IFU, the use of more than two cypher stents has not been clinically studied. The post procedural administration of asa or plavix was not reported. Attempts to obtain further info regarding this procedure have been unsuccessful. Nine and a half months after the index, the pt experienced intermittent headaches. This event was reported as unlikely to be related to the devices. The event is reported to have resolved without any medical intervention. Thirty months after the index procedure, the pt underwent a repeat angiogram that revealed 50% restenosis of the 2.50 x 23mm cypher stent in the first diagonal and 30% luminal narrowing in the 3.50 x 18mm cypher stent in the rca and the 3.00 x 23mm cypher stent in the lad. The pt also demonstrated a left bundle branch that was now evident at rest, exertional left ventricular insufficiency and positive troponins. Further testing ruled out a nstemi. The physician opted to forgo interventional treatment for this pt at this time. The products remain implanted in the pt, and are thus not available for evaluation. DHR reviews of the involved lot numbers revealed that the products met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are pt and procedural factors that may have contributed to this event.